Event description:
It was reported that the patient fell from ladder and fractured cement mantle. Revised with a restoration modular and a x3 poly cemented into the osteo lock shell.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter #1 37.5 stem. It was noted that the device was retained by the patient. Additional information was requested but not provided. Patient kept.